Manufacturer narrative:
The eds3 was returned for evaluation: DHR - lot 7408807, conformed to the specifications when released to stock . Failure analysis - the connector was visually inspected, biological debris were noted on the connector and crack at the link between the evd catheter and kit to collect csg was noted. The complaint was confirmed. Root cause - the possible root cause for the issue reported by the customer, could be due to improper handling of the device in view of the crack marks on the device.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a eds3 ventricular catheter (ID: 821735) with a crack located at the link between the evd catheter and the kit to collect csf, resulting in csf leak. The catheter was replaced; however, it is unknown if the system was totally or partially replaced.